Manufacturer narrative:
A preliminary investigation was conducted that included review of the device history records (DHR) for both products, 24-month trend analysis for both products and date codes, and product risk documentation. The tampon was also used for more than the manufacturer's (and the FDA's) recommended limit of 8 hours indicating improper usage of the device. The investigation found no evidence of association between this tss event and the identified product. Additional investigations are still being conducted as part of CAPA (B)(4).

Event description:
Toxic shock syndrome from tampon use (vomiting, diarrhea, temperature was 103, collapsed, bp was low, fatigue, severe dehydration) [toxic shock syndrome]. Sepsis (respirations were high) [sepsis]. Her cramps hurt more than usual that week [dysmenorrhoea] hands were purple [skin discolouration]. Lips were blueish in color [cyanosis]. Rash [rash]. Has lost some of her muscle strength [muscular weakness]. Case description: on 29-jan-2021, a spontaneous report was received from a consumer regarding a (B)(6) year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented), playtex sport compact (unscented) tampons (tampon, menstrual, unscented), and clindamycin. Medical history included menstruation starting at age (B)(6), cramps, severe periods (usually used the super absorbency tampons) and was reportedly "healthy." Concomitant products were not reported. On an unspecified date (reported as that "she always used playtex tampons"), the patient started use of playtex sport plastic, unscented and playtex sport compact (unscented) tampons. On (B)(6) 2021, the patient started menstruating for the month and again used playtex sport plastic, unscented and playtex sport compact (unscented) tampons. On an unspecified date in (B)(6) 2021, the patient started treatment with clindamycin at an unreported dose, route, and frequency of administration for sepsis. On an unspecified date during the week after (B)(6) 2021, after using the products, the patient's cramps hurt more than usual. On (B)(6) 2020 at about midnight, the patient went to bed with the tampon in. At around 10 am, she woke up feeling ill and removed her tampon. She vomited and had chills but did not have a fever. Later that afternoon, the patient developed diarrhea and ultimately severe dehydration. Later that evening, her hands were purple and her lips were blueish in color. The patient's respirations were high and her bp (blood pressure) was low. She had also vomited whatever she had eaten during the day. While getting ready to go to the ER (emergency room) that day, the patient collapsed as she was getting dressed. At the ER, her bp was 81/30 and rectal temperature was 103. Blood tests/cultures were performed and unspecified IV (intravenous) therapy was administered. The patient was also given zofran (ondansetron hydrochloride) for vomiting. She was catheterized and had very little output. Her kidneys were failing due to dehydration. Epinephrine was administered to raise her bp enough to stabilize her to be transferred to a pediatric ICU (intensive care unit). Doctors were ruling out meningitis, "staph", "mono", and "strep". The ER doctor diagnosed her with sepsis and tss (toxic shock syndrome) from tampon use. The patient was then transferred by ambulance to a children's hospital and treated by an infectious disease doctor. The patient had central and arterial lines inserted and clindamycin, naphthomycin, and rocephin (ceftriaxone) were administered. The patient was in the ICU from (B)(6) 2021 through (B)(6) 2021 and then transferred to a regular room. On (B)(6) 2021, the patient was discharged with clindamycin for 7 days. On an unspecified date, the patient followed up with her pediatrician and had unspecified blood work done. She was weak and fatigued. On (B)(6) 2021, the patient woke up with a rash which appeared to be an allergic reaction from the clindamycin but they were not certain. On an unspecified date, the patient "had recovered." On (B)(6) 2021, the patient returned to school. On (B)(6) 2021, the patient was still "not 100%" as she fatigued easily and had lost some of her muscle strength. As of (B)(6) 2021, the events of toxic shock syndrome from tampon use, sepsis, kidney failure, purple hands, and blueish lips were resolved. The loss of her muscle strength was ongoing and the outcomes of cramps and rash were not reported. The patient anticipated following up with a gynecologist for birth control to control her severe periods. No additional information was provided.